Event description:
It was reported that the pump would not run and there was a problem with interlock switches. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: product was not returned and no photographic evidence was provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. Based on a review of the service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.